Event description:
It was reported by the edwards field clinical specialist that post deployment of a sapien valve, paravalvular leak (pvl) was noted. A second valve was deployed. Reportedly a 20mm bav balloon was underfilled to 18mm due to a significantly calcified and small sinotubular junction (stj). Following the bav the patient's pressures were slow to recover. A 23mm sapien valve was prepared and deployed in a 55:45 aortic position. A pvl was noted; the surgical team added 1cc of fluid to the delivery balloon to post dilate the valve. Following post dilatation no improvement of the paravalvular leak was noted. The native valve was severely calcified, and it was noted that the sapien valve was lower on the left coronary cusp. The surgical team elected to place a second sapien valve. The second 23mm sapien valve was deployed one stent cell higher within the first valve. The pvl was corrected and no central ai was noted; however, the patient's pressures were again slow to recover. Some CPR was administered along with defibrillations, which raised the patient's pressures to greater than 100mmhg systolic. The surgical team elected to end the procedure; however approximately 3 minutes later the patient fibrillated. A pleural effusion was noted. The patient's pressure would not recover despite CPR and defibrillation. The patient¿s chest was opened and a perforation approximately ¼ inch in diameter was noted on the posterior apex of the heart. Despite all resuscitation efforts the patient passed away.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The edwards training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus and uneven distribution of calcium on the native valve. In addition, bulky or severe calcification, an elliptical annulus shape and valve under-sizing can also contribute to pvl in varying degrees. In this case, the cause of the paravalvular leak appears to be related to a combination of patient factors (severe native valve calcification) and procedural factors (slightly canted deployment of the valve-lower on the left coronary cusp). The canting of the valve is likely due to the severe calcification. The pvl was resolved with implantation of a second valve in a slightly more aortic position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.